Event description:
A technician reportedly injured her shoulder while removing the head coil from the table top. The technician was taken to the emergency room where she was given pain medication and told to follow up with her own physician. At this time, there is no further information regarding the incident or any further medical treatment provided.

Manufacturer narrative:
Investigation is ongoing.